Event description:
After initial firing of stapling device used for sealing of uterine artery, the device locked up and would not work properly. After some manipulation, the device unlocked and a second firing was possible, however, surgeon stated that it didn't sound or feel right. A second device was then opened for subsequent firing with the same results. Pt lost approx 350 ml of blood which could have been due to incomplete closing of the staples.